Event description:
Note: the date of event is unk. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04753, for the other associated device information. It was reported to boston scientific corp that two speedband superview super 7 multiple band ligators was tested with no pt involvement. According to the complainant, they tested two speedband supreview super 7 multiple band ligators, from the same lot and as they turned the handle they could hear the clicking but the bands would not deploy. There was no pt involvement.

Manufacturer narrative:
The device has been received for analysis, however, it has not been evaluated as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).